Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient received the implantable neurostimulator (ins) for the treatment of bladder issues. The reason for the call was to report they had experienced a return of symptoms. They were getting up three times at night to urinate, and "affected bowels," like what symptoms were like prior to implant. When asked, they had no changes to their diet/fluid intake or medications, no falls or trauma, and no recent medical tests or procedures. The patient said the only change was that they did engage in sexual activity and noticed symptoms about two days afterwards. Therapy information and general programming guidance were reviewed, as well as general function and maintenance of their external device. The patient adjusted their setting from 1.8 volts to 2.0 volts on program 4. They would maintain the stimulation level and continue to track symptoms. They were to make another slight adjustment after a few days if needed based on their symptom results.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was unknown if sexual activity affected their device. The patient stated that another app/program was used and their issues resolved. No further complications were reported at this time.